Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: this patient returned with two weeks with infected graft and ultimately underwent explant and open thoraco-abdominal repair. No signs 1st of infection on her 1st presentation but given timing assuming that her initial rupture was due to infection. Additional information received 09sep2016: this was a ruptured aneurysm patient that presented with symptoms. The alpha device was used and they had a great inter operative result. Additional information received 12sep2016: patient admitted to the hospital on (B)(6) 2016 with back pain, fever, and elevated wbc; blood cultures + for strep pyogenes. Explant occurred (B)(6) 2016, sent to microbiology - cultures did not grow anything. After the explant, rifampin soaked dacron graft placed. Patient outcome: discharged after long postoperative course at home; has a periaortic fluid collection managed with drain, last seen during brief admission for drain exchange and is on long term antibiotics (currently on daptomycin for 6 weeks)

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the provided imaging, it was possible to confirm the existence of mycotic aneurysm. The aneurysm likely was infected on the (B)(6) 2016 cta as the aneurysm was not excluded on this scan. A review of the IFU indicates that the stent graft is supplied sterile to the user facility. The user is also advised to minimize handling of the constrained endoprosthesis during preparation and insertion to decrease the risk of endoprosthesis contamination and infection. Lastly, the IFU lists infection amongst the list of potential complications that are "possible adverse events¿. No evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: this patient returned with two weeks with infected graft and ultimately underwent explant and open thoraco-abdominal repair. No signs 1st of infection on her 1st presentation but given timing assuming that her initial rupture was due to infection. Additional information received 09sep2016: this was a ruptured aneurysm patient that presented with symptoms. The alpha device was used and they had a great inter operative result. Additional information received 12sep2016: patient admitted to the hospital on (B)(6) 2016 with back pain, fever, and elevated wbc; blood cultures + for strep pyogenes. Explant occurred (B)(6) 2016, sent to microbiology - cultures did not grow anything. After the explant, rifampin soaked dacron graft placed. Patient outcome: discharged after long postoperative course at home; has a periaortic fluid collection managed with drain, last seen during brief admission for drain exchange and is on long term antibiotics (currently on daptomycin for 6 weeks).

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the provided imaging, it was possible to confirm the existence of mycotic aneurysm. The aneurysm likely was infected on the (B)(6) 2016 cta as the aneurysm was not excluded on this scan. A review of the IFU indicates that the stent graft is supplied sterile to the user facility. The user is also advised to minimize handling of the constrained endoprosthesis during preparation and insertion to decrease the risk of endoprosthesis contamination and infection. Lastly, the IFU lists infection amongst the list of potential complications that are "possible adverse events¿. No evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: this patient returned with two weeks with infected graft and ultimately underwent explant and open thoraco-abdominal repair. No signs 1st of infection on her 1st presentation but given timing assuming that her initial rupture was due to infection. Additional information received 09sep2016: this was a ruptured aneurysm patient that presented with symptoms. The alpha device was used and they had a great inter operative result. Additional information received 12sep2016: patient admitted to the hospital on (B)(6) 2016 with back pain, fever, and elevated wbc; blood cultures + for strep pyogenes. Explant occurred (B)(6) 2016, sent to microbiology - cultures did not grow anything. After the explant, rifampin soaked dacron graft placed. Patient outcome: discharged after long postoperative course at home; has a periaortic fluid collection managed with drain, last seen during brief admission for drain exchange and is on long term antibiotics (currently on daptomycin for 6 weeks).